Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage to the front panel. No other issues were noted during exterior inspection. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. The reported burning smell was not confirmed a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) nurse contacted fresenius technical support to report that the liberty cycler would not turn on and there was a burning smell. The "ok" and "stop" keys were not on. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up it was determined the patient was able to complete treatment. No adverse events were experienced and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.